Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the flex vision pc was frozen. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that flex vision pc was defective. To resolve the issue, the fse replaced the flex vision pc and reinstalled the software. The defective part was sent for analysis, for flexvision pc no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc was frozen. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.